Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaw properly. The jaws were misaligned. Another third device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with one pear shaped clip in the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, a double feed incident occurred during the first firing sequence causing that pear shaped clips were formed and then, it locked out as intended. It is possible that the feeding issue occurred as a result of the trigger not engaging the anti-backup ratchet prior to releasing; however, no conclusion could be reached as to what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.